Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderate to heavily calcified superficial femoral artery. The balance middleweight (bmw) guide wire was advanced without resistance across the lesion. Dilatation was performed successfully; however, after retraction of the bmw guide wire the guide wire was found to be separated. The balloon and the separated piece of guide wire were removed together out of the sheath. There was no reported resistance felt during retraction of the guide wire from the patient. Nothing remained in the anatomy. The dilatation of the lesion was deemed sufficient and no further treatment was required. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).